Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: during investigation, there was visible moisture behind the display lens. The display was blank. A leak test was performed and failed due to a keypad leak. The keypad was removed and there was no damage to the button contacts or the keypad flex cable. The pump was opened and there was moisture corrosion found on the keypad connector, display connector and other areas of the pump. There was no moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. There was no indication of over or under delivery related to the button issue. The reporter indicated that there was no noted damage to the keypad. The reporter indicated that there was moisture ingress noted behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.